Event description:
It was reported that a piece of metal sheered off of an ozark self-starting variable screw intra-operatively. No surgical delay nor adverse consequences occurred due to this event.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records and complaint history could not be reviewed as a lot number was not provided. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. Per correspondence with the field representative, the angle of the screw during insertion may have led to the reported issue. However, since the device was not returned, an exact cause of the event cannot be determined.

Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that a piece of metal sheered off of an ozark self-starting variable screw intra-operatively. No surgical delay nor adverse consequences occurred due to this event.